Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella cp support had no distal flow requiring a fem-fem bypass. It was further reported that the patient is oozing from all access sites including impella site. Oozing was managed by target act management.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into limb ischemia ¿ reversible and the access site bleeding ¿ major issues has been completed since the original report was submitted. The product was not returned for investigation. The root cause of access site bleeding was determined to be patient condition because the bleeding was reported from all the access sites. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.